Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests. All buttons functioned properly. No button error alarms were noted. However, moisture damage was found on keypad traces. The pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 597 mg/dl. The customer treated with injections. The customer stated that she cleared the alarm and the pump was working fine. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer stated that the button was not pressed for 3 minutes or longer. The customer declined to troubleshoot for high blood glucose readings. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.